Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement procedure for normal battery depletion, the right atrial (ra) lead was also replaced due to noise and oversensing. No additional adverse patient effects were reported.